Event description:
Monoject 35ml syringes (#(B)(6)) are an option that is allowed in our carefusion syringe infusion pumps. We stock both covidien monoject 35ml (#(B)(6)) and cardinal monoject 35ml (#(B)(6)). Neonatal intensive care nurses recognized that the cardinal version was slightly different, and when both syringes were pulled back to the same value, the plunger of the cardinal brand syringe was extended further. This causes the pump to overestimate how much medication is left in the syringe - in addition, this mismatch is likely causing erroneous doses to be administered (if the barrel size is different on the inside). While this may be irrelevant in majority of patient care situations, it is very concerning in populations that are receiving very small doses, like our neonates.